Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an errhwbat was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The log was downloaded and reviewed a finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.